Event description:
It was reported the vessel was perforated. A 2.1mm jetstream xc catheter and non-bsc filter guidewire were selected for an atherectomy procedure in the distal superficial femoral artery (sfa) and popliteal artery. During the procedure, the physician was able to successfully treat the sfa and proximal popliteal artery. In the distal popliteal artery there was difficulty advancing the device forward due to resistance. The physician opted to pull the device backwards and take a picture. Upon removing the device, friction was noted and the device became stuck on the non-bsc filter guidewire. This resulted in the guidewire becoming pulled backwards from the lesion. A picture showed that the device had perforated the vessel. As a result, the physician could not cross a wire past the distal part of the lesion. A long balloon inflation was attempted in the proximal part of the lesion but the bleeding could not be stopped. Many unsuccessful attempts were made to pass a wire in order to access alternative sites but the patient had to go to surgery. Upon follow-up, the surgery was successful and the patient is doing well. It was further reported that femoral access was used. The jetstream was difficult to remove because of the amount of disease and tortuosity in the vessels. It was not stuck on the wire. The patient was doing well after intervention. It was noted that the physician was unsure what caused the perforation but had a couple thoughts. Either the device did not remain in the true lumen with the guidewire when it originally crossed the lesion or possibly the vessel was smaller than originally thought resulting in the catheter being unintentionally oversized.

Event description:
It was reported the vessel was perforated. A 2.1mm jetstream xc catheter and non-bsc filter guidewire were selected for an atherectomy procedure in the distal superficial femoral artery (sfa) and popliteal artery. During the procedure, the physician was able to successfully treat the sfa and proximal popliteal artery. In the distal popliteal artery there was difficulty advancing the device forward due to resistance. The physician opted to pull the device backwards and take a picture. Upon removing the device, friction was noted and the device became stuck on the non-bsc filter guidewire. This resulted in the guidewire becoming pulled backwards from the lesion. A picture showed that the device had perforated the vessel. As a result, the physician could not cross a wire past the distal part of the lesion. A long balloon inflation was attempted in the proximal part of the lesion but the bleeding could not be stopped. Many unsuccessful attempts were made to pass a wire in order to access alternative sites but the patient had to go to surgery. Upon follow-up, the surgery was successful and the patient is doing well.